Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at 640 mcg/day via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that on (B)(6) 2016 the patient had missed a pump refill due to a scheduling issue at the clinic. The patient was given the wrong refill date. The patient experienced baclofen withdrawal and was in the hospital from (B)(6) 2016. On (B)(6) 2016 the pump was refilled in the hospital by the on call physician. No further patient complications have been reported as a result of this event.